Event description:
Administration of medications rectally is often necessary in the institutional setting. A device called the "dignishield stool management system" is used for fecal management of bedridden adult patients, and is sometimes used by nurses for rectal medication administration. The dignishield system utilizes a luer lock syringe to infuse irrigation water and/or medication through a port in the system. The luer lock syringe is also physically capable of being attached to an IV port, creating room for misconnection errors. The system instructions for medication administration do include this misconnection warning in fine print at the bottom of the printed guide. It could be suggested that another system should be implemented which contains an administration syringe which cannot be connected to an IV port. Also, if using this system nursing personnel and any other health care provider should be educated of this risk and appropriate safeguards should be put in place to prevent misconnection of the syringe to an IV port rather than the dignishield port. (B)(4).